Event description:
A customer reported the tubing of the ultraset disposable disconnect y-set snapped in half prior to patient use.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). One used ultra-bag was received in reference to crack/broken. The set was visually inspected and noted that tubing had been broken 4 - from port of bag and 30 - from the 'y' connector. The bag was tested underwater with no leak noted. During visual inspection, what appeared to be excess solvent was noted on the bag and tubing while in the coiled position. The complaint was confirmed in the lab for separated. Based on the information obtained from baxter's investigation, the root cause of this report was excess solvent used in the manufacturing process caused damage to the tubing and the empty bag. Additionally, the manufacturing plant performed additional awareness training for operators related to this issue. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.